Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer stated that he used his pump to deliver a bolus. The customer stated that he calibrated about 3-4 times throughout the day. The customer was advised to set up a schedule to calibrate, selecting convenient times when blood glucose are stable such as after waking, before bed and before meals.